Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2005: patient was pre-operatively diagnosed with segmental instability ,diskogenic low back pain l3-l4, l4-l5 and l5-s1 status post on the job injury and underwent following procedure posterolateral intertransverse arthrodesis l3-l4, l4-l5 and l5-s1. Pedicle screw segmental fixation altiva spine-line l3-s1. Osterior lumbar interbody arthrodesisl3-l4, l4-l5 and l5-s1.placement of the prosthetic devices peek interbody cages l3-l4, l4-l5 and l5-s1. Bone morphogenic protein. Decompressive lumbar laminectomy l3-l4, l4-l5, l5-s1. Bilateral l3,l4,l5and s1 foraminotonies.morcellized allograft local bone graft harvest. As per op notes ¿ the cages were filled with rhbmp-2/acs. The posterolateral space was packed with local bonegraft harvested from the lamina and spinous processes, demineralized bone matrix and tricalcium phosphates, along with strips of rhbmp-2/acs". Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.